Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak during pd treatment. There was an air detected in cassette warning during drain 4 of 5. The patient stopped treatment and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Patient was advised to try cycler for next treatment and let pd nurse know about the treatment that was cancelled. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. Patient was able to do manual treatments while waiting for the new cycler. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak during pd treatment. There was an air detected in cassette warning during drain 4 of 5. The patient stopped treatment and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Patient was advised to try cycler for next treatment and let pd nurse know about the treatment that was cancelled. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. Patient was able to do manual treatments while waiting for the new cycler. The cycler is available to return.